Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead inappropriately paced the right ventricle due to dislodgment. The lead was revised and reimplanted into the right atrium. The lead remains in use. No patient complications have been reported as a result of this event.